Event description:
It was reported that a cartridge alarm occurred in norway, causing the pump to declare alarm 30 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support arranged for a pump replacement and instructed the customer on how to enter storage mode for the return. The customer acknowledged the instructions and planned to use multiple daily injections as a backup therapy.